Manufacturer narrative:
(B)(4) - adjusting knob. The analysis results showed that the tl60 device was received with the hook shroud opened by the seam and with a cartridge loaded on the device. The cartridge was returned fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip and the adjusting knob damaged. The damage to the lockout slid tip and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure while using the first device, the rotating knob did not turn and was stuck. A second device was opened. The rotating knob would not turn as well. As it turned, it broke the casing on the shaft. Surgeon used an alternate device to proceed. Case delayed by about five minutes. No adverse event to patient.